Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (code 204) is under investigation. As received the monitor failed incoming functional testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her device was not working and that she was getting a service code 204 - belt/monitor unusable. The patient was issued a replacement monitor.